Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not able to open the gantry doors. The manufacturer representative (rep) tried to reboot the system, and the doors still would not open. The rep then attempted to use the yellow override button and the door close button, and it would not open. The rep then manually opened the gantry doors and was able to proceed with the case. There was a surgical delay of ten minutes due to the reported issue. There was no reported impact on patient outcome.